Manufacturer narrative:
Follow-up #1: date of submission: 01/29/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 01/19/2016 with the following findings. On investigation, the alleged bolus button issue was verified. The pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the keypad buttons. The cover of the bolus button was found missing from the pump. The responsiveness of the button could not be performed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb tactile cng prior to dmg) issue. Reportedly, the bolus button cover was detached or peeling and the button was under responsive. There was no delivery issues noted by the reporter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.